Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission. Upon interrogation, multiple short duration of ams episodes were observed. The pulse generator exhibited inappropriate mode switches. No intervention was performed. No patient symptoms were reported.